Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication (03-december-2007).

Event description:
It was reported that while placing a bravo ph monitor, the capsule attached to the pt's esophagus, but would not deploy from the delivery system. The physician tugged on the delivery system and it came out of the pt with the capsule still attached. An endoscopy was performed and blood was observed at the site where the capsule had attached. While cleaning the delivery system before packaging for return, the plunger popped out more and the capsule released. The hcp confirmed that the pt's bleeding was minimal and no medical intervention was required. Another capsule will not be attempted due to the mucosal irritation the pt experienced from this event.